Event description:
During biomed testing the device displayed a "defib fault 78" message.

Manufacturer narrative:
The device was not returned to zoll medical. The suspect hv module was removed and returned. The malfunction was duplicated and attributed to a faulty mode relay. Please reference medwatch 1220908-2006-00553 which is a duplicate report for this malfunction.